Manufacturer narrative:
Investigation is on-going. When the investigation is complete a follow-up report will be sent. Note: the medwatch supplied to the manufacturer by the site did not have a number.

Event description:
The report states that the pt was in or for pacemaker battery change. The surgeon used electrosurgical pencil to open the pocket for pacemaker placement. A 4x4 sponge was in pocket and ignited. Fire was extinguished and machine and disposables were removed from service. There was no patient harm. Reported under MFR report # 1717344-2007-00200. Set up again with new equipment and draping. The surgeon continued additionally removing a lesion on the patient's cheek. The pt had an oxygen mask on at 8 l/min. The mask and tubing ignited and burned the patient's mask area. Since the pt's nasal hairs were singed, he was intubated for precaution and transported to a burn center. Last report is that he received minor burns and will soon be discharged.